Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the durapore silk tape 1"x10yds. The patient stated that the silk tape and paper tape ripped off her skin, was bleeding and looks like a burn injury, her clinic is aware of issue she said. There was patient involvement, and a harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).